Manufacturer narrative:
Investigation of secore gssp kit (ce), catalog #a11256, lot #1492704 is on-going.

Event description:
(B)(6) is reporting that a recent lot of z55 gssp, secore gssp kit (ce), catalog #a11256 lot #1492704 is exhibiting high background that prevents typing results. Customer provided ab1 files. The customer received 2 vials of this gssp on this order. ((B)(4)).